Manufacturer narrative:
Device return evaluation was completed . The customer reported issue of control knob feels loose and low angulation were confirmed. Device evaluation and inspection found angulation is lower than standard and play on angle knob were observed. In addition, the forceps elevator found with foreign material. Furthermore, the following findings during inspection were noted on the device: connecting tube has a buckling. Connecting tube has a scratch. Grip has a scratch. Scope (s-cover) has a dent. Universal cord has a scratch. Case (c-cover) has a dent. Light guide (lg) lens has a chip. Adhesive around lg lens has wear. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for annual inspection and repair and reported with an issue of "angulation knob feels loose to some degree and low angulation. There was no patient harm, no user injury reported due to the event. Device evaluation found forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator during device evaluation (insufficient cleaning, handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1, e2, g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.